Event description:
The quadrox unit was leaking small amounts of blood from the outlet port. It was communicated by the customer that at some time during this case, the oxygenator was bumped and knocked to the floor. This resulted in the leak. No maquet holder was used in this case. Ref. MFR # 8010762-2013-00102.